Event description:
An impella cp device was inserted via the right femoral artery in a 72-year-old male patient presenting with high-risk percutaneous coronary intervention (hrpci) and a known history of coronary artery disease, diabetes mellitus, and renal insufficiency requiring dialysis. During support, the customer reported a purge disc not detected issue while using the automated impella controller (aic). In response, a backup aic was utilized, and the affected controller (B)(6) was removed from circulation. The patient remained supported, and subsequently survived to explant. The reported events include purge disc not detected, medical device revision or replacement, and hemodynamic instability. The impella cp is being conservatively reported for serious injury due to a temporary interruption of hemodynamic support during the controller exchange; however, the exchange was performed without consequence to the patient, and support was maintained without any known adverse events.

Manufacturer narrative:
The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
B1 product problem and e4 was inadvertently omitted on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.